Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that during interrogation on (B)(6) 2014, pump logs indicated a motor stall had occurred on (B)(6) 2014 at 13:54 with a recovery at 14:01 on the same date. The reason for the stall was unknown as there was no record of magnetic resonance imaging (MRI) on that date. Logs showed a low reservoir alarm occurred on the same date at 02:14, and a pump refill occurred at 14:34 on the same date and the clock was set at that time. The refill did not occur at the clinical site. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. Other etiology was unknown as there were no relevant notes available at the site. No actions were taken and the event resolved without sequelae on (B)(6) 2014. No patient symptoms were reported and no further complications were reported or anticipated.